Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging lung disease. At this time, no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging lung disease. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed a dust like contaminate on the ui (user interface) panel, top enclosure, keypad, bottom enclosure, rear panel, ui knob, blower motor, and the blower box. An unknown bluish powdery substance was inside the bottom enclosure. There is potential no clean flux on the sd card slot on the pca (printed circuit assembly). The device was returned missing the sd card and the philips filter. There was evidence of an insect leg and potential insect larva inside the blower box and the rear panel. A keratin-like substance was observed on the blower box outlet. Manufacturer was able to confirm the presence for degraded sound abatement foam residue in the blower box. Manufacturer confirmed the presence of degraded sound abatement foam using a fitt. Manufacturer is unable to directly address the symptoms specified. Section h6 updated.